Event description:
A customer contacted beckman coulter regarding an elevated accu-tnl result from a single pt that was generated by the synchron lx I 725 clinical system. The elevated accu tnl result was 2.04ng/ml. The accu tnl result was not reported out of the lab. The customer retested the pt's original sample for accu tnl. No info was provided why sample was retested. The repeated accu tnl result was 0.01ng/ml and was reported out of the lab. The customer indicated that there has been no report of pt injury or change to pt treatment that can be attributed to this event.